Event description:
While using night aligners the patient reported, "the aligners I'm currently supposed to be on cut into my gum and caused a minor infection."

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.